Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Two samples were returned to kimberly-clark for analysis, and each sample was evaluated. The balloons were inflated with water in accordance with the instructions for use, and there was no visible leakage observed during inflation and during squeezing and manipulation of the balloons. Both test samples were deflated and refilled with water containing blue dye. These samples were allowed to remain filled and reevaluated for presence of any leaks after 24 hours. No leaks were visible in either sample. The reported failure could be not reproduced in the lab. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating the feeding tube came out while the child was sleeping. The child was taken to the ed to have the stoma dilated and the tube was replaced. Two days after visiting the ed, the tube was noted to have a leak and was replaced for a second time. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).